Event description:
The customer reported having issues with off no power and battery alarms. The caller stated that the insulin pump also was stuck in the rewind screen. The customer experienced low blood glucose of 40mg/dl and the paramedics were called. The customer mentioned that she was exercising on thursday, which caused to wake him up with low blood glucose the next day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.